Manufacturer narrative:
Medwatch sent to FDA on 6/10/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of a ¿dark mark that is not bruising, but has darkened,¿ dark coloring around their mouth ¿looks like a pigment problem,¿ and a ¿triangle of dark pigment at corner of left side of mouth continuing into marionette line¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Local injection-site responses were recorded in subjects¿ diaries one or more times for 98% of juvéderm ultra plus injectable gel treated nlf¿s and 97% of zyplast dermal filler treated nlf¿s. Subjects¿ scores for both products were predominantly mild or moderate in intensity, and their duration was short lasting (7 days or less). Juvéderm ultra plus injectable gel injection-site responses reported by greater than 1% of subjects and not noted in the above tables were skin tingling and peeling. No clinically meaningful differences in the safety profiles of juvéderm ultra plus injectable gel and zyplast dermal filler were found during the study." "Post-market surveillance: post-market safety surveillance of juvéderm injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising."

Event description:
Patient reported that after injection in the marionette lines with 2 syringes of juvéderm ultra plus, a ¿dark mark that is not bruising, but has darkened¿ appeared two days after injection, on the left side injection site. Patient is allergic to the anesthetic ¿florathane.¿ patient was taking metformin and quinapril concomitantly. Patient is diabetic. Patient provided clarification of the event, reporting that the dark coloring around their mouth ¿looks like a pigment problem.¿ upon further follow up, healthcare professional reported that the skin discoloration is still present and assumed to be permanent, only where product was injected. Healthcare professional provided clarification of the event in another follow up, reporting that there is a ¿triangle of dark pigment at corner of left side of mouth continuing into marionette line.¿ no treatment has been provided. Injection occurred over 2 years ago and symptoms are still ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Patient reported that after injection in the marionette lines with 2 syringes of juvederm ultra plus, a "dark mark that is not bruising, but has darkened" appeared two days after injection, on the left side injection site. Patient is allergic to the anesthetic "florathane." Patient was taking metformin and quinapril concomitantly. Patient is diabetic. Patient provided clarification of the event, reporting that the dark coloring around their mouth "looks like a pigment problem." Upon further follow up, healthcare professional reported that the skin discoloration is still present and assumed to be permanent, only where product was injected. Healthcare professional provided clarification of the event in another follow up, reporting that there is a triangle of dark pigment at corner of left side of mouth continuing into marionette line." No treatment has been provided. Injection occurred over 2 years ago and symptoms are still ongoing.